Event description:
The 18fr sheath access was lost for a period of time. By the time the access bleeding was noticed, the patient had lost approximately 2/3 unit of blood. The decision to give the patient 1 unit of blood through transfusion was made. Once the technical issue of access was resolved, the case continued to successful completion using the same introducer sheath. This event is not related to the excluder bifurcated endoprosthesis, but rather a procedural issue with the vascular access device.